Event description:
N/a.

Manufacturer narrative:
(B)(4). Corrected section: h6- type of investigation- corrected to "device not returned". The lot history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure

Manufacturer narrative:
Trackwise ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during a coronary artery bypass procedure hst iii seal (4.5mm), the seal had fallen off when the delivery system was pulled out of the loading device. The operation was completed with the new hs#. The patient had no health hazard.